Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The commander delivery system was returned to edwards lifesciences for evaluation. Visual evaluation was completed, and the following was observed: compression marks along flex shaft. Kink observed in the guidewire lumen. Leakage was observed through a pin hole on the crimp balloon, near the balloon shaft. Functional testing was performed, and the following was observed: the leakage from crimp balloon was detected while inflating the balloon to deploy the valve. Dimensional testing was performed, and balloon wall thickness met specification. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The delivery system balloon leak was confirmed based on evaluation of the returned device. Per information provided, there was presence of tortuosity and calcification within the patient's anatomy. In this case, it is possible that excessive manipulation of the delivery system during insertion to overcome the encountered resistance may have contributed to the crimped thv negatively interacting with the crimp balloon and ultimately resulting in the observed pinhole. Available information suggests that procedural factors (excessive manipulation, crimped valve interaction with balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.:2015691202318388. Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliate, during a right transfemoral transcatheter aortic valve replacement procedure, an unusual amount of push force was necessary to advance the commander delivery system through the esheath. Under x-ray it was observed that the esheath was damaged, so the devices were removed as a single unit. Access was changed to the left side with new devices. The patient did not experience any injuries, and the outcome was good. The device was returned to edwards lifesciences, and delivery system leakage was observed during pre-decontamination evaluation.